Event description:
The following info was reported to kci by the patient's spouse: on (B)(6) 2013, the patient was discharged from the hospital, and the activ.a.c. Therapy system was placed on the patient. The spouse stated the canister "backed up," and the patient's wound dehisced. On unk dates, the patient was hospitalized, and has undergone four corrective surgeries. No add'l info is available.

Manufacturer narrative:
It cannot be determined that the alleged wound dehiscence is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause. There have been several attempts made to gather add'l info, but there has been no response. On (B)(4) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was placed with the patient. On (B)(6) 2013, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print online, states: clinical considerations for dehisced wounds if bowel is visible in the wound base, it is best when possible to pull the greater omentum down over the visible bowel then proceed with v.a.c. Therapy as usual. If the greater omentum is not available, then the surgeon may want to consider placing mesh or bioengineered tissue over the bowel. However, applying the v.a.c. Foam to bowel covered by mesh may produce granulation tissue on the bowel and result in adhesions